Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition of two seconds. Reprograming of the device, a lead revision and a future defibrillation threshold (dft) test were discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition of two seconds. Reprograming of the device, a lead revision and a future defibrillation threshold (dft) test were discussed. This lead remains in service. No further adverse patient effects were reported.additional information was received confirming this lead was explanted, replaced and returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body confirmed it was returned in two segments, being severed 8 cm from the terminal end and an extracting stylet was returned stuck in the tip sections of the lead. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition of two seconds. Reprograming of the device, a lead revision and a future defibrillation threshold (dft) test were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received confirming this lead was explanted, replaced and returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to capture the explant of the lead.